Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of it being unable to maintain set peep (positive end expiratory pressure), providing low fio2 (fraction of inspired oxygen) readings and low vte (exhaled tidal volume) levels were confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the ift.

Event description:
An authorized third party service provider (asp) returned the device to ventec for service. Upon evaluation of the device, ventec observed that it was unable to maintain peep (positive end expiratory pressure). It was at this time that ventec became aware that the asp had observed that the device was also delivering low fio2 (fraction of inspired oxygen) readings and low vte (exhaled tidal volume) levels during their initial examination. This information had not been previously reported to ventec. There were no reports of patient involvement associated with the reported event.